Manufacturer narrative:
Concomitant medical product(s): 5076-52 lead. Implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor called to report the patient received an inappropriate therapy for episode in the ventricular fibrillation (vf) zone and atrial arrhythmia in progress. At time of therapy both arrhythmias terminated by the shock. The device remains in use. No further patient complications have been reported as a result of this event.